Event description:
I have been dependent on several guidant pacer device products, from 2002 to date. I have had several issues with your pacemakers, leads, and associated products in the past which post a countless numbers of concerns regarding my current state of health and well being. I am now on my third dual pace maker. As of today's date, 02/05/2006 I am in desperate need of medical consolation and advice. My first pacemaker was implanted by dr in 2002. The device was implanted, attached, and secured to the best of his abilities along with several ablations (5 at this point); unfortunately it was attached to the nerve in my left shoulder. As that device only had one tether hole for anchorage I could not move my left arm without taking the pacemaker with it. Under those circumstances it was inevitable that the use of my left arm would have never allowed the device to stabilize itself in the hollowed muscle pocket it was designed to grow in to. Dr would not perform a pocket revision at that time, and he wanted me to attempt to live and work like this unitl an approximate date of 5 mos later. Two months after implant, I was referred to another dr who had CT scans run and she decided to schedule the revision procedure the following week. The day after surgery I had complete use of my left arm. Although still unable to be productively employed for any length of the time, just having my arm back meant the world to me. This pacemaker implant revision lasted almost a full year. After sometime had gone by, with my tachycardia continuing to persist from the original date of installation, the tether on the guidant pacemaker device broke. The pacemaker floated several inches downward, and twisted sideways causing some pain, but mostly breathing difficulty. It felt as if it was lying on top of my left lung. The fact that the design engineering of the guidant model 1298 only has one tether hole is unacceptable. Personnaly I am disabled and terminal; therefore, I cannot live a normal day to day active life. I cannot vacuum; help my wife carry items, count on staying active more than 5 consecutive minutes, and many other 'normal' activities in fear that my pacemaker will break its tether again. I have now had 11 heart procedures. The worse issue with the guidant pacemaker device is that fact that it is not insulated enough to allow me to do the most simplistic things I did for many years of most of my adult life. The little things that people take for granted such as use a cell phone, but anywhere around a turned on cell phone (in use or not - must be in the off mode), use a microwave without blowing the microwave pack, use a computer with a modem without interference or disconnection, or walk into a restaurant or store in fear that other people may have cell phones switched to the on mode position. To date matters have worsened with regards to the poor insulation and the device is slowly working its way out of my right upper chest once again. I have touched a 'new' fan and took an electrical shock which in turn depolarized the fan motor to run backwards. I can also turn on a lamp simply by touching it and it goes off when I let go (with out turning on the switch. It is apparent that something is definitely wrong and I am deeply concerned that my battery may be suffering the consequences. My physical body is running slower as each day passes by. The bottom line is that technology takes me down hard and fast. I have spent more than 18 accounts in the hosp ER due to tachycardia because the guidant device is incapable of blocking outside signals. My heart has been ablated and I am 100% dependent on the guidant dual-chambered pacemaker. I am a prisoner in my own home. I have flat-lined 7 times (not pass out), and I am so tired of all of it. They all occurred in a hosp. It is also extremely difficult to locate a trained electro-cardiologist that is familiar with product. Even the drs have to depened on calling representatives just to straighten out a mal-functioning pacemaker. Those representatives are not always easy to get a hold of and in most cases regarding necessity quite often too little too late. Most often I am so sick I have to have someone by my side every moment just so they won't lose me. One of these times, if not possibly all ready, it will be too late for me, or even worse - someone else. In an earlier letter I mentioned recalling the current guidant pacemakers that are not engineered up to specification. I also mentioned that an additional tether hole for securing the device into place would be ideal. I would also like to add that the wiring should face downward verses upward when planted into the body. I know that is a costly venture, but it is the right thing to do and you can't put a price on a life. Believe me as I feel I speak for several other people out there with the same continuous problems. I have had my 'heart' hung from a pole for days and couldn't move a muscle so I'm not exactly thrilled about the procedure, but it is certainly better to be concerned for a short period of time than forever. As now current electrophysiologist is no longer wanting to treat me. I must fly for even routine pacer tune ups. Can't anyone come up with a better solution?.